Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 229 mg/dl and the sensor glucose was 60 mg/dl at the time of the incident. Customer stated that the sensor glucose and blood glucose readings does not match and had a big difference and customer would receive calibration error alert. Calibration error alert troubleshooting was performed and completed. Advised customer to make sure that the sensor is fully inserted into the skin and to ensure insertion site is free of scarred or hardened tissue. Advised customer to calibrate when blood glucose are stable. Customer declined troubleshooting for high blood glucose event. The sensor will not be returned for analysis.